Event description:
Resident on bath cart (arjo brand). Staff person putting resident's socks on resident's feet. Resident in sitting position on cart. Cart straps not long enough to buckle around resident. Resident leaned forward, distributing weight on lower part of lift; lift flipped over. Bar at head of lift stuck shoulder of staff person, pinning resident between the lift and the floor. Resident toppled to floor. No injury to resident.